Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm aortic bioprosthetic valve, implanted for approximately one (1.40) year, was explanted due to unknown reasons and replaced with a 25 mm edwards bioprosthesis. No additional details provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. No further actions are possible with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately one (1) year, was explanted due to infective endocarditis. The source and type of infection were not reported. No additional details provided.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Trends are monitored on a monthly basis. No further actions are possible with the available information.